Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during previous therapy. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set) alarm. The caregiver (cg) stated that the hc had a previous problem, so he disconnected the hp and the hp was doing manuals. The hp stated the hc did not alarm but displayed an error. The hp stated that the second bag was completely empty. The hp stated that he had this error several times in the past and the previous technical service representative (tsr) told him end therapy, disconnect and do manuals. The hp also stated that the last tsr stated that other patients have had similar situations and baxter was looking into it. The tsr explained that the hp needed to call baxter when the error was happening not after the fact. That way they could read the display and then the tsr could explain the alarms and do the troubleshooting. The cg (son) called back (B)(4) 2012. The cg stated that the hc was displaying system error 2240 alarm. The cg state that the hp was connected at the time of the alarm and it was during dwell 3 of 4. The cg stated that the hp disconnected and completed her therapy by doing manual exchanges. There were no samples available and the cg did not recall the lot. The hp stated that the hp's therapy has been going well since then. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.